Manufacturer narrative:
Concomitant medical products: product ID 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that starting sometime in 2015, the patient¿s hands started shaking all the time, were numb, and the patient could not grip anything with them. It was also noted that the patient had an unrelated back surgery in (B)(6) 2015 and his legs have been bothering him since then. The patient also stated he has to use a walker to walk now. The patient noted he is unsure if the leg issues are related to the device / the implantation procedure. The patient also reported that he had a loss of stimulation. No trauma or falls were reported to be related to the issue. Additional information has been requested regarding the circumstances that lead to the reported issues, interventions, and outcome, but it was not available at the time of this report. If additional information is received, the event will be updated.

Event description:
Additional information received from a consumer reported the circumstances that had led to the event was the device was not working anymore. Steps taken to resolve the issue was the device was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.